Event description:
Info was rec'd that a pt allegedly expired while on this unit. It was reported to the participating rt from the pt's family member that the "unit failed". A copy of the coroner's report is on order with the participating rt. The vent and alarm settings at the time of the event are unknown. An eval of the unit by respironics has not been performed at this time and efforts to obtain the equipment have been unsuccessful. The most recent information regarding the unit's condition was that it was in for repair and preventative maintenance on 12/27/2002. It was run in for 65 hours and passed final inspection as the unit was functioning to all required specs. It is unknown at this time whether a device failure had actually occurred and if so, whether there was any association between any such failure and the pt expiring.